Event description:
This unit would not allow the doctor to switch modes during a phacoemulsification procedure. A foot switch from another unit was connected to the unit and used to complete the procedure. There was no pt injury.